Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte extension set without any packaging from material number 385102. The lot number is unknown therefore a device history record could not be performed. Through the visual / microscopic examination the septum lifts up from the rim of the top body and all the way around the rim of the top body. The residual septum material and adhesive deposits were evident on the rim of the top body which is an indication that a bond was provided during the manufacturing process. The reported issue was confirmed. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced a septum that was unglued/lifted up at rim during use. The following information was provided by the initial reporter: the septum may fall off during the use of the q-syte.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced a septum that was unglued/lifted up at rim during use. The following information was provided by the initial reporter: the septum may fall off during the use of the q-syte.